Manufacturer narrative:
The study of chen min [1] reports surgeries on 60 hip, in 6 of which an sl-plus stem was used. There is a reported dislocation of two sl stems. The parts and the batch numbers of the devices are not known. Therefore, the batch record review and a complaint history review could not be performed. The IFU (lit. No. 12.23 ed. 05/16) identifies dislocation as a known possible side effect resulting from a hip arthroplasty. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medication documentation was provided. Therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions are deemed necessary. Smith and nephew will monitor the devices for further similar issues. [1]: chen, min; direct anterior approach for total hip arthroplasty in the lateral decubitus position:early clinical results; the journal of arthroplasty, volume 32, issue 1, 2017, pages 131-138, issn 0883-5403, https://doi.org/10.1016/j.arth.2016.05.066

Event description:
In a scientific publication, author: chen min, "direct anterior approach for total hip arthroplasty in the lateral decubitus position:early clinical results" it was reported that two patients presented early postoperative dislocation, a revision surgery for adjustment and a closed traction reduction were performed respectively due to this incident. There is not enough information to make a cross-check between the patients and the devices involved. The study involved 60 hips and 18 hips used reflection cups, 6 hips used sl-plus stems and 12 hips used synergy stems, the rest of the devices involved in the cases were from competitors.